Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device location of device: endometrial cavity on left"), device expulsion ("migration of essure device location of device: endometrial cavity on left"), sepsis ("infection (other) describe: sepsis,") and procedural haemorrhage ("complications or problems that occurred at the time of essure placement: she had some bleeding") in a 25-year-old female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and ovarian cyst. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. In 2016, the patient experienced sepsis (seriousness criterion medically significant), paraesthesia ("rashes or skin conditions type: sensibility,"), hypoaesthesia ("neurological conditions or problems type:: numbness in hands"), nerve injury ("neurological conditions or problems type:: nerve damage") and carpal tunnel syndrome ("neurological conditions or problems type:: carpal tunnel"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pruritus ("rashes or skin conditions type: pruritus and sensibility/itching"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), headache ("migraines/headaches"), migraine ("migraines/headaches"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorctomy (bilateral removal of ovaries)) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, sepsis, procedural haemorrhage, hypersensitivity, menstrual disorder, depression, paraesthesia, pruritus, headache, migraine, anaemia, nausea, hypoaesthesia, nerve injury, carpal tunnel syndrome, dyspareunia, weight increased and abdominal pain outcome was unknown and the menorrhagia, vaginal haemorrhage and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, carpal tunnel syndrome, depression, device dislocation, device expulsion, dyspareunia, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, nerve injury, paraesthesia, pelvic pain, procedural haemorrhage, pruritus, sepsis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: training coils: left 9,right 5. Essure on 15jul, 9 coils on left and 5 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded. Hysteroscopy performed under paracervical block_ uterine cavity normal, left side 3 coils seen, right side no coils seen, possible expulsion on right vs migration into distal tube. Ultrasound demonstrating devices within tubes. (B)(6) 2016, surgical pathology report: preoperative diagnosis. Pelvic pain, allergic reaction to essure. Postoperative diagnosis not specified specimen. Uterus, cervix, bilateral fallopian tubes and ovaries diagnosis: uterus with tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy serosa- fibrous adhesions. Cervix- acute serositis. Endometrium- proliferative phase. Myometrium- no significant diagnostic abnormality comment histologic sections demonstrate serosa over the uterus ovaries with fibrous adhesions. The cervix shows an acute serositis. The endometrium is proliferative phase, and the myometrium shows no significant diagnostic abnormality. The fallopian tubes are congested. The right ovary contains benign physiologic follicular cysts. The left ovary has not area just under the surface showing necrotic lesions surrounded by palisading histiocytes. Special stains for organisms (afb and gms) are negative for acid fast bacteria and fungal organisms, respectively. No cytologic atypia or malignancy is seen. The etiology of the necrotizing granulomatous reaction is not apparent. Clinical correlation is needed. Narrative of report: the bleeding stopped immediately after the suturing of this laceration and lower one-third of the vagina on the right side. Menarche - age 12. (B)(6) 2016, hysterosalpingogram: failure to occlude (close) fallopian tubes, showed 3 coils on left and no coils on right patient conformation test having result; the result of your essure confirmation test is migration of essure device, expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident~ at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device location of device: endometrial cavity on left"), device expulsion ("migration of essure device location of device: endometrial cavity on left"), sepsis ("infection (other) describe: sepsis,") and post procedural haemorrhage ("complications or problems that occurred at the time of essure placement: she had some bleeding") in a 25-year-old female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced sepsis (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), sensory disturbance ("rashes or skin conditions type: sensibility,"), headache ("migraines/headaches"), migraine ("migraines/headaches"), anaemia ("blood or heart disorder/condition type: anemia"), allergy to metals ("nickel allergy") with pruritus, hypoaesthesia ("neurological conditions or problems type:: numbness in hands"), nerve injury ("neurological conditions or problems type:: nerve damage"), carpal tunnel syndrome ("neurological conditions or problems type:: carpal tunnel") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), nausea ("nausea"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, sepsis, post procedural haemorrhage, hypersensitivity, menstrual disorder, depression, sensory disturbance, headache, migraine, anaemia, nausea, hypoaesthesia, nerve injury, carpal tunnel syndrome, dyspareunia, weight increased and abdominal pain outcome was unknown and the menorrhagia, vaginal haemorrhage and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, carpal tunnel syndrome, depression, device dislocation, device expulsion, dyspareunia, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, nerve injury, post procedural haemorrhage, sensory disturbance, sepsis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: training coils: left 9,right 5. Essure on (B)(6), 9 coils on left and 5 on right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded hysteroscopy performed under paracervical block_ uterine cavity normal, left side 3 coils seen, right side no coils seen, possible expulsion on right vs migration into distal tube. Ultrasound demonstrating devices within tubes. (B)(6) 2016, surgical pathology report: preoperative diagnosis pelvic pain, allergic reaction to essure. Postoperative diagnosis not specified specimen uterus, cervix, bilateral fallopian tubes and ovaries diagnosis: uterus with tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy serosa- fibrous adhesions. Cervix- acute serositis. Endometrium- proliferative phase. Myometrium- no significant diagnostic abnormality comment histologic sections demonstrate serosa over the uterus ovaries with fibrous adhesions. The cervix shows an acute serositis. The endometrium is proliferative phase, and the myometrium shows no significant diagnostic abnormality. The fallopian tubes are congested. The right ovary contains benign physiologic follicular cysts. The left ovary has not area just under the surface showing necrotic lesions surrounded by palisading histiocytes. Special stains for organisms (afb and gms) are negative for acid fast bacteria and fungal organisms, respectively. No cytologic atypia or malignancy is seen. The etiology of the necrotizing granulomatous reaction is not apparent. Clinical correlation is needed. Narrative of report: the bleeding stopped immediately after the suturing of this laceration and lower one-third of the vagina on the right side. Menarche - age 12. (B)(6) 2016, hysterosalpingogram: failure to occlude (close) fallopian tubes, showed 3 coils on left and no coils on right most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (other) describe: sepsis, psychological or psychiatric problems condition: depression rashes or skin conditions type: pruritus and sensibility, migraines/headaches, blood or heart disorder/condition type: anemia, migration of essure device location of device: endometrial cavity on left, nausea, neurological conditions or problems type: numbness in hands, nerve damage and carpal tunnel, nickel allergy, dyspareunia (painful sexual intercourse), pain, weight gain. Lot number and relevant lab data added. Case medically confirmed. Incident~ at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/migration of essure device location of device: endometrial cavity on left/ distal tube'), device expulsion ('migration of essure device location of device: endometrial cavity on left'), sepsis ('infection (other) describe: sepsis/ hospitalized for sepsis post hysterectomy'), procedural haemorrhage ('complications or problems that occurred at the time of essure placement: she had some bleeding') and noninfective oophoritis ('left ovary was inflamed') in a 25-year-old female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and ovarian cyst. Hysteroscopy performed under paracervical block uterine cavity normal, left side 3 coils seen, right side no coils seen, possible expulsion on right vs migration into distal tube. Ultrasound demonstrating devices within tubes. On (B)(6) 2016, hysterosalpingogram: patient conformation test having result the result of your essure confirmation test is migration of essure device, expulsion of essure device. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2016, the patient experienced paraesthesia ("rashes or skin conditions type: sensibility,"), headache ("migraines/headaches"), migraine ("migraines/headaches"), hypoaesthesia ("neurological conditions or problems type:: numbness in hands"), nerve injury ("neurological conditions or problems type:: nerve damage") and carpal tunnel syndrome ("neurological conditions or problems type:: carpal tunnel") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pruritus ("rashes or skin conditions type: pruritus and sensibility/itching"). In (B)(6) 2016, the patient experienced sepsis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy"), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions- type: rash"), pain in extremity ("leg pain") and noninfective oophoritis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy,oophorctomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, sepsis, procedural haemorrhage, hypersensitivity, menstrual disorder, depression, paraesthesia, headache, migraine, anaemia, nausea, hypoaesthesia, nerve injury, carpal tunnel syndrome, dyspareunia, weight increased, abdominal pain, endometriosis, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, anxiety, pain in extremity and noninfective oophoritis outcome was unknown and the menorrhagia, vaginal haemorrhage, pruritus, allergy to metals and rash had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, bladder disorder, carpal tunnel syndrome, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, nerve injury, noninfective oophoritis, pain in extremity, paraesthesia, pelvic pain, procedural haemorrhage, pruritus, rash, sepsis, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: training coils: left 9,right 5. Essure on 15jul, 9 coils on left and 5 on right. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs was received. New events bladder or urinary problems or changes, dental problems, fatigue, dysmenorrhea, anxiety, rash, leg pain, left ovary was inflamed were added. Lawyer was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device location of device: endometrial cavity on left"), device expulsion ("migration of essure device location of device: endometrial cavity on left"), sepsis ("infection (other) describe: sepsis,") and procedural haemorrhage ("complications or problems that occurred at the time of essure placement: she had some bleeding") in a 25-year-old female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and ovarian cyst. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2016, the patient experienced sepsis (seriousness criterion medically significant), paraesthesia ("rashes or skin conditions type: sensibility,"), headache ("migraines/headaches"), migraine ("migraines/headaches"), hypoaesthesia ("neurological conditions or problems type:: numbness in hands"), nerve injury ("neurological conditions or problems type:: nerve damage"), carpal tunnel syndrome ("neurological conditions or problems type:: carpal tunnel") and weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In july 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, 22 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In august 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pruritus ("rashes or skin conditions type: pruritus and sensibility/itching"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorctomy (bilateral removal of ovaries)).essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, sepsis, procedural haemorrhage, hypersensitivity, menstrual disorder, depression, paraesthesia, headache, migraine, anaemia, nausea, hypoaesthesia, nerve injury, carpal tunnel syndrome, dyspareunia, weight increased, abdominal pain and endometriosis outcome was unknown and the menorrhagia, vaginal haemorrhage, pruritus and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, carpal tunnel syndrome, depression, device dislocation, device expulsion, dyspareunia, endometriosis, headache, hypersensitivity, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, nerve injury, paraesthesia, pelvic pain, procedural haemorrhage, pruritus, sepsis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: training coils: left 9,right 5. Essure on 15jul, 9 coils on left and 5 on right discrepancy noted in insertion date. Previously reported as: 15-jul-2016 in current follow up reported as: 11jul2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2-aug-2016: failure to occlude (close) fallopian tubes hysteroscopy performed under paracervical block_ uterine cavity normal, left side 3 coils seen, right side no coils seen, possible expulsion on right vs migration into distal tube. Ultrasound demonstrating devices within tubes. 08-sep-2016, surgical pathology report: preoperative diagnosis pelvic pain, allergic reaction to essure. Postoperative diagnosis not specified specimen. Uterus, cervix, bilateral fallopian tubes and ovaries diagnosis: uterus with tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy serosa- fibrous adhesions. Cervix- acute serositis. Endometrium- proliferative phase. Myometrium- no significant diagnostic abnormality comment histologic sections demonstrate serosa over the uterus ovaries with fibrous adhesions. The cervix shows an acute serositis. The endometrium is proliferative phase, and the myometrium shows no significant diagnostic abnormality. The fallopian tubes are congested. The right ovary contains benign physiologic follicular cysts. The left ovary has not area just under the surface showing necrotic lesions surrounded by palisading histiocytes. Special stains for organisms (afb and gms) are negative for acid fast bacteria and fungal organisms, respectively. No cytologic atypia or malignancy is seen. The etiology of the necrotizing granulomatous reaction is not apparent. Clinical correlation is needed. Narrative of report: the bleeding stopped immediately after the suturing of this laceration and lower one-third of the vagina on the right side. Menarche - age 12. (B)(6) 2016, hysterosalpingogram: failure to occlude (close) fallopian tubes, showed 3 coils on left and no coils on right patient conformation test having result the result of your essure confirmation test is migration of essure device, expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet. New event added: outcome updated for the events itching and allergy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device location of device: endometrial cavity on left/ distal tube/ expulsion') and post procedural sepsis ('infection (other) describe: sepsis/ hospitalized for sepsis post hysterectomy') in a 25-year-old female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and ovarian cyst. Hysteroscopy performed under paracervical block uterine cavity normal, left side 3 coils seen, right side no coils seen, possible expulsion on right vs migration into distal tube. Ultrasound demonstrating devices within tubes. (B)(6) 2016, hysterosalpingogram: patient conformation test having result the result of your essure confirmation test is migration of essure device, expulsion of essure device. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2016, the patient experienced paraesthesia ("rashes or skin conditions type: sensibility,"), headache ("migraines/headaches"), migraine ("migraines/headaches"), hypoaesthesia ("neurological conditions or problems type: numbness in hands"), nerve injury ("neurological conditions or problems type: nerve damage") and carpal tunnel syndrome ("neurological conditions or problems type: carpal tunnel") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia/ my memory is bad"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pruritus ("rashes or skin conditions type: pruritus and sensibility/itching"). In (B)(6) 2016, the patient experienced post procedural sepsis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced procedural haemorrhage ("complications or problems that occurred at the time of essure placement: she had some bleeding"), hypersensitivity ("allergy/ allergic reaction"), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions- type: rash"), pain in extremity ("leg pain"), noninfective oophoritis ("left ovary was inflamed"), arthralgia ("pain in wrist/ ankles pain"), joint swelling ("ankles swell"), premature menopause ("menopause for 2 years its horrible") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorctomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, post procedural sepsis, procedural haemorrhage, menstrual disorder, depression, paraesthesia, headache, migraine, anaemia, nausea, hypoaesthesia, nerve injury, carpal tunnel syndrome, dyspareunia, weight increased, abdominal pain, endometriosis, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, anxiety, pain in extremity, noninfective oophoritis, arthralgia, joint swelling, premature menopause and hot flush outcome was unknown and the pelvic pain, hypersensitivity, menorrhagia, vaginal haemorrhage, pruritus, allergy to metals and rash had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, bladder disorder, carpal tunnel syndrome, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, hypersensitivity, hypoaesthesia, joint swelling, menorrhagia, menstrual disorder, migraine, nausea, nerve injury, noninfective oophoritis, pain in extremity, paraesthesia, pelvic pain, post procedural sepsis, premature menopause, procedural haemorrhage, pruritus, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: training coils: left 9,right 5. Essure on 15jul, 9 coils on left and 5 on right discrepancy noted in insertion date. Previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016. Discrepancy noted for essure removal date- (B)(6) 2016. Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female, hypersensitivity, device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, allergic reaction nos were updated, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device location of device: endometrial cavity on left/ distal tube') and post procedural sepsis ('infection (other) describe: sepsis/ hospitalized for sepsis post hysterectomy') in a 25-year-old female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and ovarian cyst. Hysteroscopy performed under paracervical block uterine cavity normal, left side 3 coils seen, right side no coils seen, possible expulsion on right vs migration into distal tube. Ultrasound demonstrating devices within tubes. (B)(6)2016, hysterosalpingogram: patient conformation test having result the result of your essure confirmation test is migration of essure device, expulsion of essure device. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2016, the patient experienced paraesthesia ("rashes or skin conditions type: sensibility,"), headache ("migraines/headaches"), migraine ("migraines/headaches"), hypoaesthesia ("neurological conditions or problems type:: numbness in hands"), nerve injury ("neurological conditions or problems type:: nerve damage") and carpal tunnel syndrome ("neurological conditions or problems type:: carpal tunnel") and was found to have weight increased ("weight gain"). On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 22 days after insertion of essure. On (B)(6)2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6)2016, the patient experienced pruritus ("rashes or skin conditions type: pruritus and sensibility/itching"). In (B)(6)2016, the patient experienced post procedural sepsis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced procedural haemorrhage ("complications or problems that occurred at the time of essure placement: she had some bleeding"), hypersensitivity ("allergy"), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions- type: rash"), pain in extremity ("leg pain"), noninfective oophoritis ("left ovary was inflamed"), arthralgia ("pain in wrist/ ankles pain") and joint swelling ("ankles swell"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, post procedural sepsis, pelvic pain, procedural haemorrhage, hypersensitivity, menstrual disorder, depression, paraesthesia, headache, migraine, anaemia, nausea, hypoaesthesia, nerve injury, carpal tunnel syndrome, dyspareunia, weight increased, abdominal pain, endometriosis, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, anxiety, pain in extremity, noninfective oophoritis, arthralgia and joint swelling outcome was unknown and the menorrhagia, vaginal haemorrhage, pruritus, allergy to metals and rash had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, bladder disorder, carpal tunnel syndrome, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hypersensitivity, hypoaesthesia, joint swelling, menorrhagia, menstrual disorder, migraine, nausea, nerve injury, noninfective oophoritis, pain in extremity, paraesthesia, pelvic pain, post procedural sepsis, procedural haemorrhage, pruritus, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: training coils: left 9,right 5. Essure on (B)(6), 9 coils on left and 5 on right. Discrepancy noted in insertion date. Previously reported as: (B)(6)2016. In current follow up reported as: (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received: newly added events- wrist pain, ankles swelling, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device location of device: endometrial cavity on left/ distal tube') and post procedural sepsis ('infection (other) describe: sepsis/ hospitalized for sepsis post hysterectomy') in a 25-year-old female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and ovarian cyst. Hysteroscopy performed under paracervical block uterine cavity normal, left side 3 coils seen, right side no coils seen, possible expulsion on right vs migration into distal tube. Ultrasound demonstrating devices within tubes. (B)(6)2016, hysterosalpingogram: patient conformation test having result the result of your essure confirmation test is migration of essure device, expulsion of essure device. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6)2016, the patient had essure inserted. In 2016, the patient experienced paraesthesia ("rashes or skin conditions type: sensibility,"), headache ("migraines/headaches"), migraine ("migraines/headaches"), hypoaesthesia ("neurological conditions or problems type:: numbness in hands"), nerve injury ("neurological conditions or problems type:: nerve damage") and carpal tunnel syndrome ("neurological conditions or problems type:: carpal tunnel") and was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 22 days after insertion of essure. On (B)(6)2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6)2016, the patient experienced pruritus ("rashes or skin conditions type: pruritus and sensibility/itching"). In (B)(6)2016, the patient experienced post procedural sepsis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced procedural haemorrhage ("complications or problems that occurred at the time of essure placement: she had some bleeding"), hypersensitivity ("allergy"), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions- type: rash"), pain in extremity ("leg pain"), noninfective oophoritis ("left ovary was inflamed"), arthralgia ("pain in wrist/ ankles pain"), joint swelling ("ankles swell"), premature menopause ("menopause for 2 years its horrible") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, post procedural sepsis, pelvic pain, procedural haemorrhage, hypersensitivity, menstrual disorder, depression, paraesthesia, headache, migraine, anaemia, nausea, hypoaesthesia, nerve injury, carpal tunnel syndrome, dyspareunia, weight increased, abdominal pain, endometriosis, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, anxiety, pain in extremity, noninfective oophoritis, arthralgia, joint swelling, premature menopause and hot flush outcome was unknown and the menorrhagia, vaginal haemorrhage, pruritus, allergy to metals and rash had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, bladder disorder, carpal tunnel syndrome, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, hypersensitivity, hypoaesthesia, joint swelling, menorrhagia, menstrual disorder, migraine, nausea, nerve injury, noninfective oophoritis, pain in extremity, paraesthesia, pelvic pain, post procedural sepsis, premature menopause, procedural haemorrhage, pruritus, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: training coils: left 9,right 5. Essure on (B)(6), 9 coils on left and 5 on right discrepancy noted in insertion date. Previously reported as: (B)(6)2016. In current follow up reported as: (B)(6)2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 23-mar-2020: two follow-ups (fu 7 and fu 8) were processed together. New events menopause for 2 years its horrible and hot flashes were added. On 23-mar-2020: two follow-ups (fu 7 and fu 8) were processed together. No new clinical information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device location of device: endometrial cavity on left/ distal tube') and post procedural sepsis ('infection (other) describe: sepsis/ hospitalized for sepsis post hysterectomy') in a 25-year-old female patient who had essure (batch no. D06928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and ovarian cyst. Hysteroscopy performed under paracervical block uterine cavity normal, left side 3 coils seen, right side no coils seen, possible expulsion on right vs migration into distal tube. Ultrasound demonstrating devices within tubes. (B)(6) 2016, hysterosalpingogram: patient conformation test having result the result of your essure confirmation test is migration of essure device, expulsion of essure device. Concurrent conditions included uterine bleeding and dysfunctional uterine bleeding. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2016, the patient experienced paraesthesia ("rashes or skin conditions type: sensibility,"), headache ("migraines/headaches"), migraine ("migraines/headaches"), hypoaesthesia ("neurological conditions or problems type:: numbness in hands"), nerve injury ("neurological conditions or problems type:: nerve damage") and carpal tunnel syndrome ("neurological conditions or problems type:: carpal tunnel") and was found to have weight increased ("weight gain"). On 11-jul-2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"), nausea ("nausea"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia/ my memory is bad"). In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced pruritus ("rashes or skin conditions type: pruritus and sensibility/itching"). In (B)(6) 2016, the patient experienced post procedural sepsis (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced procedural haemorrhage ("complications or problems that occurred at the time of essure placement: she had some bleeding"), hypersensitivity ("allergy"), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), endometriosis ("endometriosis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions- type: rash"), pain in extremity ("leg pain"), noninfective oophoritis ("left ovary was inflamed"), arthralgia ("pain in wrist/ ankles pain"), joint swelling ("ankles swell"), premature menopause ("menopause for 2 years its horrible") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorctomy (bilateral removal of ovaries)). Essure was removed on 8-sep-2016. At the time of the report, the device expulsion, post procedural sepsis, pelvic pain, procedural haemorrhage, hypersensitivity, menstrual disorder, depression, paraesthesia, headache, migraine, anaemia, nausea, hypoaesthesia, nerve injury, carpal tunnel syndrome, dyspareunia, weight increased, abdominal pain, endometriosis, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, fatigue, anxiety, pain in extremity, noninfective oophoritis, arthralgia, joint swelling, premature menopause and hot flush outcome was unknown and the menorrhagia, vaginal haemorrhage, pruritus, allergy to metals and rash had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, bladder disorder, carpal tunnel syndrome, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, hypersensitivity, hypoaesthesia, joint swelling, menorrhagia, menstrual disorder, migraine, nausea, nerve injury, noninfective oophoritis, pain in extremity, paraesthesia, pelvic pain, post procedural sepsis, premature menopause, procedural haemorrhage, pruritus, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: training coils: left 9,right 5. Essure on (B)(6), 9 coils on left and 5 on right discrepancy noted in insertion date. Previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy due to complications). Essure was removed. At the time of the report, the device dislocation, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered device dislocation, hypersensitivity and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.